Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received. As a result of checking the log, it confirmed that there was a record of the occlusion alarm occurred during pump operation on (B)(6), 2024. Functional testing could not confirm the customer reported issue. The pump downstream sensor was within specification. There was no problem and the pump functions, and the complaint was not reproducible. Preventively, replaced the downstream sensor. Perform all function test all passed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the blockage alarms occurred frequently. The fault occurred during infusion. There was known patient involvement and there was no health damage to the patient in this incident.